Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. End user went on to report she product in use for two months before the event occurred. Requested for additional information have been sent, and to date no additional patient/event details have been provided. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported patient called and stated "that she let it go several times but, she has had a lot of pain and the catheters she received didn't have a hold in the catheters. She further reported, she had four catheters without eyelets and she was sore from catching." Note: issue occurred on two (2) separate cases. A separate 3500a form has been completed for the other one (1) case.